Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) ran b12 on two (2) patient samples nine (9) times; the patient results upon repeat were within acceptable range. Quality controls were within acceptable range as well. The precision coefficient of variation (%cv) on both patient samples was within acceptable range. The fse could not duplicate the reported event. The aia-2000 was operating within specifications. A 13-month complaint history review and service history review for similar complaints was performed for aia-2000, serial number (B)(4), from 11-nov-2016 through 11-dec-2017. There were three (3) similar complaints identified during the searched period, which includes this event. The vitamin b12 aia-pack b12 assay specifications under limitations of the procedure, page 9, states the following: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). The cause of the reported event could not be determined. The aia-2000 was operating within specifications.

Event description:
On (B)(6) 2017 a customer reported random b12 patient results falling below the reference range on the aia-2000, which upon repeat results were much higher. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
Please note that this MDR MFR report #: 8031673-2017-00263 / importer report #: 3005529799-2017-00271 was previously submitted to the FDA on 25oct2018; it was recreated as MFR report #: 8031673-2017-00263 per request by the FDA MDR data systems team representative. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.